Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately two weeks post implant, both the atrial and ventricular lead were noted to have impedance drops, diminished sensing, and thresholds that had increased. The right atrial threshold was noted to be high. An x-ray showed atrial leaddislodgement and presumed ventricular lead dislodgement. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.